Manufacturer narrative:
Exemption #e2007003. Device evaluation summary: upon receipt the device contained clear gel. No foreign material was observed within the device or on the shell surface. During initial examination the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3503751bc, lot # 5716821, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old female underwent a breast augmentation procedure with a 375cc mentor memorygel breast implant and experienced rupture on the right side post-operatively. As a result, the patient underwent device removal on (B)(6) 2019.